Manufacturer narrative:
The authorized service provider (asp) stated that the hospital repaired the device using a third party for onsite maintenance, not philips. As a result, the repair information and final status of the device was unknown by the asp. Additionally, the patient information from the time of the event and the device diagnostic report (drpt) were also not known or available. No further information is available regarding the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device automatic zeroing of the pressure sensor failed. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) of the autozero failure and reported that there was no patient injury claimed. This investigation is ongoing.